Event description:
It was reported device migration occurred. A left atrial appendage closure (laac) procedure was performed using a watchman access system (was) and a 31mm watchman flx pro closure device and delivery system (wds). The closure device was deployed in the left atrial appendage (laa) with satisfactory compression and seal. After confirming the position, anchor, size, and seal (pass) criteria, the device was released. Following release, the device shifted and migrated proximally toward the ostium. Remeasurements indicated a reduction in compression, falling below the acceptable range. Attempts to recapture the device were unsuccessful. The physician determined that the device was stable and appropriate to leave in place. The patient will be monitored during follow-up.